Event description:
The surgeon reports that the pt has been very happy since the lens exchange. No further symptoms have been reported.

Event description:
A surgeon reported that a patient experienced glare after receiving an intraocular lens (iol) implant. The iol was replaced without difficulty. Additional information has been requested.

Event description:
The surgeon provided additional info regarding the pt's current condition. The pt now reports experiencing a different type of glare with the replacement lens (replacement lens is a different make/mode/MFR). The surgeon feels that the current glare is due to the anatomy of the pt's eye that prevents the lens from remaining stable (iridondonesis). The surgeon has not determined if additional intervention will be required.